Event description:
It was reported that the surgeon noticed that there was a misfired flap in the right eye (od) during the elita laser flap procedure. As per the surgeon, the patient was very cooperative, and the vacuum was on throughout the procedure. There was no patient injury. The surgeon had to redo the flap procedure again using a new patient interface (pi) to successfully complete the surgery. The procedure was completed on the same day. The patient is doing fine as per the post-op data information from the hospital. But the surgeon is suspecting the pi quality, as a similar kind of misfired flap happened at their hospital. No further information is available.

Manufacturer narrative:
Section e1: initial reporter: telephone number:(B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.